Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that the bottom of the cartridge leaked. Reportedly, the cartridge was filled with 400 units. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 122 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm) was verified. The alleged cartridge leak could not be verified.